Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as a calibration error. The probable cause was determined to be an out of wedge low. In addition, data confirmed the event of an early sensor expiration due to potential patient misues. The reported event of sensor failure is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.